Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(6) 2016, s2d, (B)(4): the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, impedance on the right ventricular (rv) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, beginning (B)(6) 2015, 361 ventricular sic; high rate non sustained detected episodes with lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 1026 ohms up from a trend in the 300-400 ohm range. Rv lead integrity warning occurred on (B)(6) 2015 for sic greater than 30 in 3 days and rv lead impedance variation in last 60 days. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead encountered fracture, high impedance, high short interval counts (sic), and high rate non sustained episodes. The rv lead remains in use, however a lead revision is planned. Subsequently, the rv lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis of the device memory indicated the right ventricular (rv) lead, lead integrity alert (lia), the impedance on the rv was beyond the expected upper range, and indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, beginning (B)(6) 2015, 361 ventricular sic; high rate-non sustained detected episodes with lead noise oversensing. On (B)(6) 2015, rv pacing impedance spiked to 1026 ohms up from a trend in the 300-400 ohm range. Rv lia warning occurred on (B)(6) 2015 for sic greater than or equal to 30 in 3 days and rv lead impedance variation in last 60 days.